Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A site nurse reported that, while in a cranial procedure, their navigation system mouse became unresponsive and the navigation system, in turn, became unresponsive. They are unable to click on anything. In trouble-shooting, re-booting the navigation system did not resolve the issue. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier and weight were not made available from the site. (B)(4) 2015 - a medtronic representative, following-up at the site, was told by a site nurse who observed the reported behavior, that when the mouse stopped working, they re-booted the navigation system. The screen was then showing wavy images and mouse function was only partial. They re-booted, again, and mouse/screen function was restored to normal. (B)(4) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2015 - software analysis was unable to determine probable cause with the information provided. Reported behavior could not be replicated.